Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with tazar injection 4.5 grams twice per day intravenously (duration not reported) and vancomycin injection 1 gram (route, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal and extraneal therapies were ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date the patient¿s peritoneal dialysis effluent was clear, the antibiotic course had been completed, the peritonitis was resolved, the patient was reportedly doing well and was completely recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.